Manufacturer narrative:
During the procedure, as the user pulling back a 6f-7f mynxgrip vascular closure device (vcd), the balloon was not properly anchored at the vessel wall and pulled out of the patient¿s body. There was no reported patient injury. The device was prepped according to the instruction for use (IFU). There was no leakage found from the balloon. The device was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the black handle with the stopcock open. The advancer tube was on the catheter shaft. The syringe was not connected to the device. The sealant and procedural sheath were not returned with the device. Per functional analysis, leak testing was performed by inflating the balloon with air, the balloon maintained pressure with proper functioning of the inflation indicator. Per dimensional analysis, the inflated balloon diameter was verified and noted to be within specification. Per microscopic analysis, visual inspection under high magnification revealed that there was no saline in the balloon of the returned device. The condition of the returned device indicates that the balloon may have not been purged of air during the preparation phase, which may have contributed to the reported failure. A product history record (phr) review of lot f2020402 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull through¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined, however, procedural factors, such as device preparation, may have contributed to the reported event. Based on the information provided and the investigation performed, the event experienced by the customer may have been due to incorrect prep of the balloon as evidenced by no saline noted in the balloon during analysis, which can result in a pull through event. According to the instructions for use (IFU) which is not intended as a mitigation of risk; device preparation and positioning, instructs users to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.

Manufacturer narrative:
During the procedure, as the user pulling back a 6f-7f mynxgrip vascular closure device (vcd), the balloon was not properly anchored at the vessel wall and pulled out of the patient¿s body. There was no reported patient injury. The device was prepped according to the instruction for use (IFU). There was no leakage found from the balloon. The device was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the black handle with the stopcock open. The advancer tube was on the catheter shaft. The syringe was not connected to the device. The sealant and procedural sheath were not returned with the device. Per functional analysis, leak testing was performed by inflating the balloon with air, the balloon maintained pressure with proper functioning of the inflation indicator. Per dimensional analysis, the inflated balloon diameter was verified and noted to be within specification. Per microscopic analysis, visual inspection under high magnification revealed that there was no saline in the balloon of the returned device. The condition of the returned device indicates that the balloon may have not been purged of air during the preparation phase, which may have contributed to the reported failure. A product history record (phr) review of lot f2100504 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull through¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined, however, procedural factors, such as device preparation, may have contributed to the reported event. Based on the information provided and the investigation performed, the event experienced by the customer may have been due to incorrect prep of the balloon as evidenced by no saline noted in the balloon during analysis, which can result in a pull through event. According to the instructions for use (IFU) which is not intended as a mitigation of risk; device preparation and positioning, instructs users to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken. A product history record (phr) review of lot&nbsp; f2100504 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.

Manufacturer narrative:
A review of the device history record (DHR) associated with lot f2100504 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. Additional information is pending and will be sent in upon 30 days after receipt.

Event description:
During the procedure, as the user pulling back a 6f-7f mynxgrip vascular closure device (vcd), the balloon was not properly anchored at the vessel wall and pulled out of the patient¿s body. There was no reported patient injury. The device was prepped according to the instruction for use (IFU). There was no leakage found from the balloon. The device will be returned for evaluation.